Manufacturer narrative:
Investigation into this complaint included a nonconformance (nc)/CAPA history review, service history review, and a complaint history review. The investigation is as follows: CAPA / non-conformance review: a search of nc/CAPA records was performed for any for instances related to loose peristaltic pump tubing within the system solutions drawer on an alinity m system. The query did not identify any related quality records. Service history review: the service history review found no prior service record related to the issue under investigation. The service history review found no prior service records related to the issue under investigation. Complaint history review: a complaint search was performed to identify past complaint tickets related to a leak due to loose peristaltic pump tubing within the system solutions drawer on an alinity m system, ln 08n53-02. Complaint trending was reviewed. An adverse trend was not identified for the alinity m system ln 08n53-002. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-002.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak on their alinity m system. The customer reported that they were seeing some leakage at the back of the instrument. Upon checking, the customer mentioned the solution appeared "black" and leaking from rear side of the systems solution drawer. The customer mentioned that they managed to clean the liquid with water and detergent as guided by the internal procedures. The customer opened the systems solutions drawer, but they could not identify the actual point of leakage. All tubing connections including the waste bottles looked intact. No exposure of the leaked solutions to any of the lab personnel reported. A field service engineer (fse) was dispatched. The fse noted that the customer had already cleaned the spillage outside the instrument. Upon inspection of the instrument, the fse noticed that the purge 5 tubing was loose on the instrument. The fse replaced both the purge and waste clamps on the retainer. The customer called again to report a recurring backflow on the system resulting on a leak. The fse returned to the site. The leak had not left the footprint of the instrument and no one was exposed. The fse cleaned and the decontaminated the system. No kinks on tubing noted. The fse troubleshooted all peristaltic pumps and they all worked as expected and checked all septum on liquid waste containers. The cause was backflow and it was resolved by flushing the tubing. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.